Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. A water filled reservoir was used during the test and no air bubbles anomaly noted.no cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose ran as high as 556 mg/dl due to air bubbles in the reservoir. The customer treated the high blood glucose with a bolus. The customer declined troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.